Event description:
According to the reporter, during resection of ileum, the device did not fire. The side cursor of the device came off or disengaged before firing and nothing fell into the patient cavity. Another device was opened but also did not work. Opened a third device and worked successfully. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the stapler revealed the thumb pusher was disengaged and missing from the device. Functional testing was precluded due to the observed condition of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.